Manufacturer narrative:
Should additional information become available, a supplemental record will be filed.

Event description:
The provider states the joystick cable needs to be wiggled to get it to work. That the end user would drive the chair, the chair would shut down and would have to turn it off and back on to get it to go after wiggling the cables.